Manufacturer narrative:
The approximate age of the device at the time of the event is unknown as the event date is unknown. The current age of the device is approximately 7 years and 5 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient had damage to the external silicone layer of the percutaneous lead that was repaired with rescue tape. The event date is unknown. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: the report of driveline outer jacket damage can be confirmed. The patient¿s outer jacket was damaged and was repaired with tape. No product was available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2011 under order (B)(4). No further information was provided. The manufacturer is closing the file on this event.